Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "nurse entered patient's room 15 minutes after initiation of remicade infusion to titrate rate as ordered. Patient reported fluid leaking from bottom of the IV pump. Upon further inspection, nurse found small break in the "pump segment" tubing of the smartsite infusion set, resulting in slow leak of medication from infusion set. Infusion immediately stopped and disconnected from patient. Remicade bag was replaced and infusion resumed with new smartsite infusion set. No further complications noted". An incomplete date of event of (B)(6) 2018 was provided, and this occurred in a critical care unit.